Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 2.50 mm x 20 mm emerge balloon catheter was advanced for dilation. However, upon inflation at the lesion area, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.